Event description:
The customer reported that during monthly test, performing battery pack self-test, the battery pack will not stay in AED and the orange eject button is stuck in the AED. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that during the monthly test while performing the battery pack self-test, the battery pack will not stay in AED and the orange eject button is stuck. Communication with the customer did not identify the cause for this issue. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.